Manufacturer narrative:
(B)(4). Product not returned for evaluation. Unable to confirm complaint, device not returned. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 99-125mg/dl fasting. Verified test strips expire 06/15/2018. Confirmed customer's test strips are being stored properly and opened vial date 10/21/2015. Customer performed a back to back blood test 170mg/dl and 184mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned with the results of 258 and 255mg/dl in the meter's memory customer cannot see the time on the meter. All her results were taken in the morning fasting.